Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,12-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half-height drawer would not close. After it was eventually closed, it would not open again. A field service engineer (fse) powered off the device and found that the latch housing was loose, and the red drawer release lever was blocking the drawer from closing when the screws were tightened. The lever was located on the inside of the frame. The fse loosened the screws, moved the lever to the correct position, and then tightened the screws. The drawer was then able to open and close properly. The hardware test application was done to verify the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer failed to open and close. The customer stated that this malfunction caused a delay in dispensing medication to patient since the user managed to get meds from another drawer from the same station. However, there were no adverse events or injuries reported based on this event.